Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the device was required for chemotherapy on (B)(6) 2024 and was used according to the instructions. On (B)(6) 2024 the nurse found a hard nodule around the PICC puncture site, redness and swelling of the skin around the puncture site, and a slightly elevated local skin temperature. Given to squeeze out a small amount of yellowish pus, local skin disinfection under aseptic operation, puncture point silver ion coverage, close observation. The event increased the number of dressing changes and cost of patients. No other information provided, at this time.